Event description:
It was reported that the pt complained of pain pre and post-op. X-rays taken approx 7 months post-op revealed a broken pedicle screw at s1. The pt reportedly is unwilling to have add'l surgery.

Manufacturer narrative:
The device has not been explanted; therefore, device eval is not possible at this time. Two post-op x-ray images of very poor quality were returned for review. Images reveal fixation at l5-s1 and there appears to be a fracture in the shaft portion of one of the s1 bone screws. Unable to determine cause of the event.